Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50s on (B)(6) 2015, and 59mg/dl on (B)(6) 2015. The customer ate a snack to treat low bgs on (B)(6) 2015, and ate a snack and disconnected from the pump to treat the bgs on (B)(6) 2015.